Event description:
It was reported that the procedure was to treat a highly calcified lesion in the mid rca. There were multiple pre-dilations performed. After placing a vision stent, an attempt was made to place the mini vision distally (contrary to IFU), but it could not pass through the deployed vision stent. As the mini vision was retracted, the stent dislodged inside the deployed vision stent. A dilation balloon catheter was used to fully deploy the dislodged stent inside the vision stent. Nothing else would cross to treat the target lesion. There were no pt effects reported.